Event description:
It was reported that the patient presented for follow-up. An interrogation of the device revealed that the right ventricular lead defibrillation impedance was less than the lower limit. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2023. There were no patient consequences.